Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a blazer prime xp presented with a distorted signal on the distal channel and was impossible to begin the procedure. No more information provided regarding time of event, solution or patient outcome. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
The returned blazer prime xp was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Visual inspection determined that the device did not have any visual defects. Functional test noted that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Continuity test was performed, and the device is under specification. Electrical test exhibit the ablation as verified by using the maestro generator 4000, and the device was found within specifications.

Event description:
It was reported that a blazer prime xp presented racing distortion, distorted signal on the distal channel and was impossible to begin the procedure. No more information provided regarding time of event, solution or patient outcome. The device return is expected to be returned. This event is being reported for aborted/cancelled procedure with a patient under sedation.